Event description:
It was reported that the implantable cardioverter defibrillator (ICD), the right atrial (ra) pacing and the right ventricular (rv) defibrillation leads were removed "due to vegetation on the leads." The ICD and leads were removed, and a new ICD system will be implanted on a future date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.